Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the rad-5 device is missing some segments. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed damaged front shell and led segment on the led digits did not fully light up. Multiple contaminations were observed on the system circuit board which prevented the unit from powering up all the leds. Also, multiple contaminations were observed on the technology board. However, the device was able to obtain spo2, pi, and pulse rate readings. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the rad-5 device is missing some segments. No patient impact or consequences were reported.